Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No prime anomalies noted. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. However, the insulin pump was received with cracked case at the display window corners, cracked battery tube threads and with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that insulin was squirting out of the tubing during prime. Customer stated that the reservoir was changed and connected to same infusion set and insulin continued to drip after letting go of the act button during the prime process. The customer did not recall seeing the tubing connector wet and there was no gap between the piston and reservoir stopper. During troubleshooting, the customer found moisture inside the insulin pump, probably insulin. Customer stated blood glucose was high but value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.